Event description:
Boston scientific received information that during a normal pacemaker replacement procedure, it was noted that the leads were stuck in the device header. The physician used a bone cutter to expose the distal portion of the pins to push the leads out. The leads tested normal and are currently being used with the new device. The patient is pacemaker dependent, however no adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
The device has not been returned. Should this device get returned or should additional information become available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, microscopic visual inspection of the lead barrels and inner seal rings identified evidence that the silicone seal rings within the lead barrel had bonded with the silicone seal rings of the lead. All setscrews moved freely and operated normally. The pacemaker passed testing that verifies the performance of pacing and sensing.